Event description:
It was reported that alerts were triggered for low impedance on the right ventricular (rv) and right atrial (ra) leads whether in bipolar or unipolar. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2014. (B)(4).